Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been taken to the emergency room via ambulance on (B)(6) 2016 with blood glucose of 39 mg/dl. Customer's emergency room visit was due to low blood glucose. Customer was treated and released when blood glucose was 88 mg/dl.. Customer was treated with insulin IV and glucagon when in the ambulance. Customer was wearing insulin pump at the time of emergency room visit.